Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), hypersensitivity ("allergic reaction"), swelling ("swelling"), genital haemorrhage ("excessive bleeding"), dizziness ("dizziness"), vertigo ("vertigo"), skin burning sensation ("burning sensation on her skin"), alopecia ("hair loss"), back pain ("pain in her low back") and pain in extremity ("leg pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy procedure with bilateral laparoscopic salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, hypersensitivity, swelling, genital haemorrhage, dizziness, vertigo, skin burning sensation, alopecia, back pain, pain in extremity and weight increased outcome was unknown. The reporter considered alopecia, back pain, dizziness, genital haemorrhage, hypersensitivity, pain in extremity, pelvic pain, skin burning sensation, swelling, vertigo and weight increased to be related to essure. The reporter commented: that the damages manifested after the insertion of the device and continued through time: some appeared immediately and others appeared gradually over time. The lawyer also reported that the claimants have suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), hypersensitivity ("allergic reaction"), swelling ("swelling"), genital haemorrhage ("excessive bleeding"), dizziness ("dizziness"), vertigo ("vertigo"), skin burning sensation ("burning sensation on her skin"), alopecia ("hair loss"), back pain ("pain in her low back") and pain in extremity ("leg pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy procedure with bilateral laparoscopic salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, hypersensitivity, swelling, genital haemorrhage, dizziness, vertigo, skin burning sensation, alopecia, back pain, pain in extremity and weight increased outcome was unknown. The reporter considered alopecia, back pain, dizziness, genital haemorrhage, hypersensitivity, pain in extremity, pelvic pain, skin burning sensation, swelling, vertigo and weight increased to be related to essure. The reporter commented: that the damages manifested after the insertion of the device and continued through time: some appeared immediately and others appeared gradually over time. The lawyer also reported that the claimants have suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer, on behalf of a consumer (subsequently, medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain"). In a 37 year-old female patient who had essure inserted (lot no. 846831). Additional non-serious events are detailed below. The patient had a medical history of adenomyosis uteri on (B)(6) 2018, metrorrhagia (patient goes to emergency room, due to metrorrhagia of (B)(6) days of evolution), heavy menstrual bleeding and metrorrhagia (metrorrhagia of (B)(6) weeks duration) in 2011. And chest pain, tendinitis and parity 2. Previously administered products included: (B)(6) the patient had a family history of carcinoma brain. Concomitant products included: qlaira (dienogest + estradiol valerate) and paracetamol. On (B)(6) 2011, the patient had essure inserted. In 2014 she experienced neck pain ("neck pain"). On (B)(6) 2018, she experienced biliary colic ("uncomplicated biliary colic"). An unknown time later, she experienced pelvic pain (seriousness criterion intervention required), abdominal pain ("abdominal pain"), back pain ("pain in her low back"), dysmenorrhoea ("dysmenorrhoea"), genital haemorrhage ("excessive bleeding"), intermenstrual bleeding ("metrorrhagia"), polymenorrhoea ("polymenorrhoea"), hypersensitivity ("allergic reaction"), swelling ("swelling"), dizziness ("dizziness"), vertigo ("vertigo"), normochromic anaemia ("confirmed normocytic normochromic anaemia"), skin burning sensation ("burning sensation on her skin"), alopecia ("hair loss"), pain in extremity ("leg pain"), paraesthesia ("paraesthesia"), asthenia ("asthenia"), fatigue ("tiredness"), dyspnoea ("dyspnoea"), diarrhoea ("diarrhoea"), respiratory tract infection ("respiratory infection") and libido decreased ("decreased libido"). And was found to have weight increased ("weight gain"). The patient was treated with estrogen nos;progesterone, iron, nsaids and diazepam as well as surgery (total hysterectomy procedure with bilateral laparoscopic salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, genital haemorrhage, intermenstrual bleeding, polymenorrhoea, hypersensitivity, swelling, dizziness, vertigo, normochromic anaemia, skin burning sensation, alopecia, weight increased, paraesthesia, asthenia, fatigue, dyspnoea and diarrhoea had resolved. The reporter considered, abdominal pain, alopecia, asthenia, back pain, biliary colic, diarrhoea, dizziness, dysmenorrhoea, dyspnoea, fatigue, genital haemorrhage, hypersensitivity, intermenstrual bleeding, libido decreased, neck pain, normochromic anaemia, pain in extremity, paraesthesia, pelvic pain, polymenorrhoea, respiratory tract infection, skin burning sensation, swelling, vertigo and weight increased to be related to essure administration. The reporter commented: that the damages manifested after the insertion of the device and continued through time. Some appeared immediately and others appeared gradually over time. The lawyer also reported, that the claimants have suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. Product stop date updated from (B)(6) 2018. Essure devices are placed without difficulty. 1 ring left ovary, 2 rings right ovary. In (B)(6) 2018 the claimant underwent total hysterectomy with double salpingectomy with the diagnosis of recurrent menstrual bleeding and possible adenomyosis. Focal adenomyosis was confirmed, according to pathological anatomy report. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray]: on (B)(6) 2012, position of the devices reported as normal. (Date unknown): no remains of the devices are seen. [Ultrasound scan]: on (B)(6) 2012, correct insertion of the essure devices in both tubes. Lot number#: 846831, manufacture date: 2011-03, expiration date: 2014-03. Quality safety evaluation of ptc: for essure, no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-may-2023, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 37 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of parity 2. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), hypersensitivity ("allergic reaction"), swelling ("swelling"), genital haemorrhage ("excessive bleeding"), dizziness ("dizziness"), vertigo ("vertigo"), skin burning sensation ("burning sensation on her skin"), alopecia ("hair loss"), back pain ("pain in her low back"), pain in extremity ("leg pain"), paraesthesia ("paraesthesia"), intermenstrual bleeding ("metrorrhagia"), asthenia ("asthenia"), abdominal pain ("abdominal pain"), normochromic anaemia ("confirmed normocytic normochromic anaemia"), heavy menstrual bleeding ("bleeding which she referred to as"), polymenorrhoea ("polymenorrhoea"), fatigue ("tiredness"), dyspnoea ("dyspnoea"), diarrhoea ("diarrhoea") and dysmenorrhoea ("dysmenorrhoea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy procedure with bilateral laparoscopic salpingectomy). At the time of the report, the pelvic pain, hypersensitivity, swelling, genital haemorrhage, dizziness, vertigo, skin burning sensation, alopecia, back pain, weight increased, paraesthesia, intermenstrual bleeding, asthenia, abdominal pain, normochromic anaemia, heavy menstrual bleeding, polymenorrhoea, fatigue, dyspnoea, diarrhoea and dysmenorrhoea had resolved. The reporter considered abdominal pain, alopecia, asthenia, back pain, diarrhoea, dizziness, dysmenorrhoea, dyspnoea, fatigue, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, intermenstrual bleeding, normochromic anaemia, pain in extremity, paraesthesia, pelvic pain, polymenorrhoea, skin burning sensation, swelling, vertigo and weight increased to be related to essure administration. The reporter commented: that the damages manifested after the insertion of the device and continued through time: some appeared immediately and others appeared gradually over time. The lawyer also reported that the claimants have suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-apr-2023: event paraesthesia intermenstrual bleeding asthenia abdominal pain normochromic anaemia heavy menstrual bleeding polymenorrhoeafatiguedyspnoea diarrhea, dysmenorrhoea added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in a 37 year-old female patient who had essure inserted (lot no. 846831). Additional non-serious events are detailed below. The patient had a medical history of chest pain, tendinitis and parity 2. Previously administered products included: diane. The patient had a family history of carcinoma brain. Concomitant products included qlaira (dienogest + estradiol valerate) and paracetamol. On (B)(6) 2011, the patient had essure inserted. In 2014, she experienced neck pain ("neck pain"). On (B)(6) 2018, she experienced biliary colic ("uncomplicated biliary colic"). Essure was removed on (B)(6) 2018. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), hypersensitivity ("allergic reaction"), swelling ("swelling"), genital haemorrhage ("excessive bleeding"), dizziness ("dizziness"), vertigo ("vertigo"), skin burning sensation ("burning sensation on her skin"), alopecia ("hair loss"), back pain ("pain in her low back"), pain in extremity ("leg pain"), paraesthesia ("paraesthesia"), intermenstrual bleeding ("metrorrhagia"), asthenia ("asthenia"), abdominal pain ("abdominal pain"), normochromic anaemia ("confirmed normocytic normochromic anaemia"), heavy menstrual bleeding ("bleeding which she referred to as"), polymenorrhoea ("polymenorrhoea"), fatigue ("tiredness"), dyspnoea ("dyspnoea"), diarrhoea ("diarrhoea"), dysmenorrhoea ("dysmenorrhoea"), respiratory tract infection ("respiratory infection") and libido decreased ("decreased libido") and was found to have weight increased ("weight gain"). The patient was treated with estrogen nos;progesterone, iron, nsaids and diazepam as well as surgery (total hysterectomy procedure with bilateral laparoscopic salpingectomy). At the time of the report, the pelvic pain, hypersensitivity, swelling, genital haemorrhage, dizziness, vertigo, skin burning sensation, alopecia, back pain, weight increased, paraesthesia, intermenstrual bleeding, asthenia, abdominal pain, normochromic anaemia, heavy menstrual bleeding, polymenorrhoea, fatigue, dyspnoea, diarrhoea and dysmenorrhoea had resolved. The reporter considered abdominal pain, alopecia, asthenia, back pain, biliary colic, diarrhoea, dizziness, dysmenorrhoea, dyspnoea, fatigue, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, intermenstrual bleeding, libido decreased, neck pain, normochromic anaemia, pain in extremity, paraesthesia, pelvic pain, polymenorrhoea, respiratory tract infection, skin burning sensation, swelling, vertigo and weight increased to be related to essure administration. The reporter commented: that the damages manifested after the insertion of the device and continued through time: some appeared immediately and others appeared gradually over time. The lawyer also reported that the claimants have suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. Product stop date updated from (B)(6) 2018 to (B)(6) 2018. Essure devices are placed without difficulty, 1 ring left ovary, 2 rings right ovary. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2012: position of the devices reported as normal. (Date unknown): no remains of the devices are seen. [Ultrasound scan] on (B)(6) 2012: correct insertion of the essure® devices in both tubes. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-apr-2023: medical records received. Reporter information, patient date of birth, product lot number, medical history, lab data, treatment and concomitant products, reported events, reporter causality comment added. Product stop date updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in a 37 year-old female patient who had essure inserted (lot no: 846831). Additional non-serious events are detailed below. The patient had a medical history of adenomyosis uteri on (B)(6) 2018, metrorrhagia (patient goes to emergency room due to metrorrhagia of 20 days of evolution), heavy menstrual bleeding and metrorrhagia (metrorrhagia of three weeks duration) in 2011 and chest pain, tendinitis and parity 2. Previously administered products included: diane. The patient had a family history of carcinoma brain. Concomitant products included qlaira (dienogest + estradiol valerate) and paracetamol. On (B)(6) 2011, the patient had essure inserted. In 2014 she experienced neck pain ("neck pain"). On (B)(6) 2018, she experienced biliary colic ("uncomplicated biliary colic"). Essure was removed on (B)(6) 2018. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), abdominal pain ("abdominal pain"), back pain ("pain in her low back"), dysmenorrhoea ("dysmenorrhoea"), genital haemorrhage ("excessive bleeding"), intermenstrual bleeding ("metrorrhagia"), polymenorrhoea ("polymenorrhoea"), hypersensitivity ("allergic reaction"), swelling ("swelling"), dizziness ("dizziness"), vertigo ("vertigo"), normochromic anaemia ("confirmed normocytic normochromic anaemia"), skin burning sensation ("burning sensation on her skin"), alopecia ("hair loss"), pain in extremity ("leg pain"), paraesthesia ("paraesthesia"), asthenia ("asthenia"), fatigue ("tiredness"), dyspnoea ("dyspnoea"), diarrhoea ("diarrhoea"), respiratory tract infection ("respiratory infection"), libido decreased ("decreased libido") and adenomyosis ("adenomyosis") and was found to have weight increased ("weight gain"). The patient was treated with estrogen nos; progesterone, iron, nsaids and diazepam as well as surgery (total hysterectomy procedure with bilateral laparoscopic salpingectomy). At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, genital haemorrhage, intermenstrual bleeding, polymenorrhoea, hypersensitivity, swelling, dizziness, vertigo, normochromic anaemia, skin burning sensation, alopecia, weight increased, paraesthesia, asthenia, fatigue, dyspnoea and diarrhoea had resolved. The reporter considered abdominal pain, adenomyosis, alopecia, asthenia, back pain, biliary colic, diarrhoea, dizziness, dysmenorrhoea, dyspnoea, fatigue, genital haemorrhage, hypersensitivity, intermenstrual bleeding, libido decreased, neck pain, normochromic anaemia, pain in extremity, paraesthesia, pelvic pain, polymenorrhoea, respiratory tract infection, skin burning sensation, swelling, vertigo and weight increased to be related to essure administration. The reporter commented: that the damages manifested after the insertion of the device and continued through time: some appeared immediately and others appeared gradually over time. The lawyer also reported that the claimants have suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. Product stop date updated from 10-jun-2018 to 11-jun-2018. Essure devices are placed without difficulty, 1 ring left ovary, 2 rings right ovary. On (B)(6) 2018, the claimant underwent total hysterectomy with double salpingectomy with the diagnosis of recurrent menstrual bleeding and possible adenomyosis. Focal adenomyosis was confirmed according to pathological anatomy report. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2012: position of the devices reported as normal; (date unknown): no remains of the devices are seen. [Ultrasound scan] on (B)(6) 2012: correct insertion of the essure devices in both tubes. Lot number: 846831, manufacture date: 2011-03, expiration date: 2014-03. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-may-2023: report received on 08-may-2023 but date cannot be earlier than most recent follow up thus entered as 11-may-2023: event adenomyosis added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in a 37 year-old female patient who had essure inserted (lot no. 846831). Additional non-serious events are detailed below. The patient had a medical history of adenomyosis uteri on (B)(6) 2018, metrorrhagia (patient goes to emergency room due to metrorrhagia of 20 days of evolution), heavy menstrual bleeding and metrorrhagia (metrorrhagia of three weeks duration) in 2011 and cholecystostomy, asthenia, chest pain, tendinitis and parity 2. Previously administered products included: diane. The patient had a family history of carcinoma brain. Concomitant products included diazepam, aceclofenac, qlaira (dienogest + estradiol valerate) and paracetamol. On (B)(6) 2011, the patient had essure inserted. In 2014 she experienced neck pain ("neck pain"). On (B)(6) 2018 she experienced biliary colic ("uncomplicated biliary colic"). Essure was removed on (B)(6) 2018. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), abdominal pain ("abdominal pain"), back pain ("pain in her low back"), dysmenorrhoea ("dysmenorrhoea"), genital haemorrhage ("excessive bleeding"), intermenstrual bleeding ("metrorrhagia"), polymenorrhoea ("polymenorrhoea"), hypersensitivity ("allergic reaction"), swelling ("swelling"), dizziness ("dizziness"), vertigo ("vertigo"), normochromic anaemia ("confirmed normocytic normochromic anaemia"), skin burning sensation ("burning sensation on her skin"), alopecia ("hair loss"), pain in extremity ("leg pain"), paraesthesia ("paraesthesia"), asthenia ("asthenia"), fatigue ("tiredness"), dyspnoea ("dyspnoea"), diarrhoea ("diarrhoea"), respiratory tract infection ("respiratory infection"), libido decreased ("decreased libido"), adenomyosis ("adenomyosis"), anaemia ("anaemia"), urinary tract infection ("urinary tract syndrome"), abdominal pain lower ("hypogastrium pain"), flank pain ("flank pain"), pollakiuria ("pollakiuria"), sciatica ("sciatica pain"), carpal tunnel syndrome ("carpal tunnel syndrome"), arthralgia ("joint pain"), tendonitis ("tendinitis"), pruritus ("pruritus") and hernia pain ("hernia pain") and was found to have weight increased ("weight gain"). The patient was treated with estrogen nos;progesterone, iron and nsaids as well as surgery (total hysterectomy procedure with bilateral laparoscopic salpingectomy). At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, genital haemorrhage, intermenstrual bleeding, polymenorrhoea, hypersensitivity, swelling, dizziness, vertigo, normochromic anaemia, skin burning sensation, alopecia, weight increased, paraesthesia, asthenia, fatigue, dyspnoea and diarrhoea had resolved. The outcomes for urinary tract infection, abdominal pain lower, flank pain, pollakiuria, sciatica, carpal tunnel syndrome, arthralgia, tendonitis, pruritus and hernia pain were unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, anaemia, arthralgia, asthenia, back pain, biliary colic, carpal tunnel syndrome, diarrhoea, dizziness, dysmenorrhoea, dyspnoea, fatigue, flank pain, genital haemorrhage, hernia pain, hypersensitivity, intermenstrual bleeding, libido decreased, neck pain, normochromic anaemia, pain in extremity, paraesthesia, pelvic pain, pollakiuria, polymenorrhoea, pruritus, respiratory tract infection, sciatica, skin burning sensation, swelling, tendonitis, urinary tract infection, vertigo and weight increased to be related to essure administration. The reporter commented: that the damages manifested after the insertion of the device and continued through time: some appeared immediately and others appeared gradually over time. The lawyer also reported that the claimants have suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. Product stop date updated from (B)(6) 2018 to (B)(6) 2018. Essure devices are placed without difficulty, 1 ring left ovary, 2 rings right ovary. In (B)(6) 2018 the claimant underwent total hysterectomy with double salpingectomy with the diagnosis of recurrent menstrual bleeding and possible adenomyosis. Focal adenomyosis was confirmed according to pathological anatomy report. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2012: position of the devices reported as normal.; (date unknown): no remains of the devices are seen. [Ultrasound scan] on (B)(6) 2012: correct insertion of the essure devices in both tubes. Lot number: 846831 manufacture date: (B)(6) 2011 expiration date: (B)(6) 2014. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: events anemia, abdominal pain lower , uti, flank pain, pollakiuria. Carpel tunnel syndrome arthralgia, sciatica, hernia pain , pruritic were added. Medical history & concomitant conditions are added. Product, patient & reporter information updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.